Event description:
It was reported that device's battery measurements were changing quite a bit. The device remains in use as the patient will be seen again next week. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: further analysis of this device determined that the data was inconclusive.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that device's battery measurements were changing quite a bit. The device remains in use as the patient will be seen again next week. It was further reported that the device was explanted and replaced due to possible early elective replacement indicator. It was also noted that throughout the time the patient had the device there were problems with downloading for remote transmission. The patient had to place a magnet on the device prior to download. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): actual longevity is < 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
(B)(4)